Event description:
It was reported that the device locks up upon powering on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and the user interface to stack flex cable assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed parts and determined that the cause of the reported failure was due to damage at the plug connector p21 on the flex cable assembly.